Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided x-rays were reviewed; however, the events related to the complaint are unclear. On the provided images only the right side appears to have an implant. The left side appears to be planning pre-op for a left sided procedure; therefore we can¿t make any conclusions from the left sided pre-op planning. Smith and nephew has not received the explanted devices and it is noted no additional information is available. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after daa tha surgery, the patient was in pain from the second week and onwards, felt tight across the front hip, did not had a good range of movement and the leg on the operative side was shorter. A revision surgery was performed on (B)(6) 2021 and all the components were explanted. The patient outcome is unknown.